Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient's log file indicated the pump was disconnected from the system controller. Neither the patient nor the nurse recalls the event. The hospital would like the system controller evaluated.

Manufacturer narrative:
The patient continues on lvad support with no further issue reported. The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.